Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient was in the emergency room (ER) a couple of days ago because his symptoms started to return. The patient reportedly lost 10-11 pounds and felt nauseous when he ate (felt like he did before implant). The patient would like to have the implantable neurostimulator (ins) checked. It was noted that the patient recently moved from ohio to michigan. It was later reported that the patient saw a doctor in chicago that was able to recalibrate/reprogram the device for him. The adjustment was said to have made the patient feel a little better. It was stated that the patient called all the doctors on the physician listing and they did not have the equipment to deal with gastric stimulation. The stomach pain reportedly persists. The patient saw his primary physician and thought it was not his stomach and that the device might be irritating the gall bladder. The primary care physician was to give the patient a referral to someone who could help with the neurostimulator. The patient had an appointment (B)(6) 2013 with his primary care physician and was to get an ultrasound of the gall bladder. The patient still had a decreased appetite. The patient reportedly forced himself to eat, so he did not lose weight. This was said to nauseate the patient. Additional information received reported that after implant, the impedance was 579 ohms, at an amplitude of 3.5volts, and cycling was set from 0.1 seconds on and 5 seconds off. Additional information received reported that the patient still had intermittent pain. It was stated that the patient lost his job due to all of the in and out of the hospital and having to call in sick. It was stated that the patient was never told that the implanting surgeon would not manage the implantable neurostimulator (ins). The patient saw the surgeon form the follow up visit. Soon after that, one of the incision sites was swollen and red. The patient went to the emergency room (ER) and they removed the incision glue, washed out the incision. The patient had to pack the wound 3 times a day. It was stated that the surgeon was notified and the patient was to see him the next day. The wound healed about 3 weeks later. The patient had not heard from the surgeon since. The patient was still trying to find a managing physician. It was also stated that the patient had an ultrasound scheduled for next week and the physician wanted the manufacturer representative there.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an ultrasound last friday and the doctors could not find a reason for his spasms. It was stated that the ultrasound facility tech received the clinician programmer and was able to turn off the patient's device for the procedure. While the device was off, the patient stated that his stomach spasms (pain) were still present and did not change in intensity. It was also stated that the doctors did not believe that the device caused his pain. The patient's nausea and vomiting were better controlled with the device, but that the stomach pain had become worse. The pain, described more like spasms, was on the right side, under where the device. The patient denied any swelling to the area. The patient had not found a managing physician. The patient did not want to travel the 5 hours back to cleveland clinic/hospital (site of implantation) due to the amount of money and time this took.

Manufacturer narrative:
(B)(4).

Event description:
Please refer to mfg. Report # 3004209178-2013-21384, as the serious injury previously reported will now be followed up in that reported. The return of symptoms reported in this report was not a reportable event and was erroneously reported. The return of symptoms and the ER intervention are events that are likely unrelated. It was later reported that the patient had an ultrasound on friday. The patient's doctor wanted the manufacturer representative was there after the ultrasound to make sure the device was working without issue. It was later reported that a clinician programmer was sent to the patient's primary healthcare provider (hcp). The patient was also provided local listing for physicians in the area.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been having issues with stomach pain and difficulty finding a gastroenterologist. The patient stated that since implant he had been "in and out of the hospital six to ten times" with severe pain in his stomach. The patient stated that the pain started right after surgery, but he did not think too much about it as he thought it was normal surgical pain. The patient stated that "a month later he went to the clinic to follow up and the doctor said the pain was normal." The patient was not sure if it was related to his device or not. The patient noted that he was in the hospital "all weekend" prior to the report. During the weekend the patient stated that someone was paged to come interrogate his implant, but they could not come because "he did not have a programmer." The patient stated that "at this point it was affecting his work and he was about to lose his job." The patient was frustrated about spending so much money on hospital visits for them to just send him home. The patient stated that he was "not sure what he needed to do to find out if this was normal or what was going on." The patient mentioned that he was able to get in touch with a doctor in his new area who had the equipment to interrogate the machine. The patient went to visit this doctor and he "increased the level because the patient was implanted on the lowest level." The doctor reportedly stated that "the pain the patient was experiencing was pain he would have forever." The doctor would not take the patient on as a new patient because he did not do the implant. The patient had had no luck finding a new doctor, but intended to try and get an appointment with one to have his device checked.